Manufacturer narrative:
D2b - pro code (product code): dqy, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 15 seconds, the balloon ruptured in a vertical form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.